Event description:
Customer reported she experienced high blood glucose over 600 mg/dl. Customer stated her family wanted her to go to the emergency room but she didn't. Customer stated that she had a no delivery alarm and didn't hear it and her blood glucose went high. She called her doctor and was told to treat with a manual injection. Customer has been receiving no delivery alarms. Customer stated she tried a new infusion set and reservoir and a few days later she had another no delivery alarm. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. She has tried different cannula lengths and rotates sites, insulin is not expired or denatured and she removed the infusion set and the cannula was not bent. Current blood glucose is 216 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.